Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 403 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer did not allege insulin pump was under delivering. Customer also noticed that the cannula on the infusion set was bent. The insulin pump will not returned for analysis.